Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: -the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. -the freestyle neo related to this report is being submitted for purposes related to same and similar reporting. This product has not been distributed for use in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "lo" (less than 1.1 mmol/l), 1.4 mmol/l and 20.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.